Event description:
A customer technical advocate (cta) was contacted with regard to erratic rbc and hemoglobin results generated using a cell-dyn 3200 sl analyzer in open mode of operation. An initial result of hgb=7.02 g/dl was obtained in closed mode. The customer was uncertain whether a delta check or the low hgb result alerted the customer to rerun the sample in the open mode. A repeat test was performed in open mode on the same analyzer with a hgb=17.3 g/dl result. The sample was repeated a second and third time in open mode with results of hgb=6.59 g/dl and 6.62 g/dl which matched the initial result obtained in closed mode. The account stated that initial repeat result of 17.3 g/dl was incorrect. The account states that there was no error message or flag on the reports for the rbc or hgb parameters. No suspect results were reported out of the lab or questioned by a physician. No impact to patient management was reported.